Manufacturer narrative:
A DHR (device history review) review could not be performed due to logistical issues with the closure of the keene site and their transfer of DHR records. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was stated that the catheter connector appeared to be obstructed and unable to inject medications through connector. There was no reported patient involvement and there was no patient harm.